Event description:
The 20% of patients had severe side effects/complications with sacral nerve stimulation

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that all of the health care provider¿s (hcp¿s) sacral nerve stimulation (sns) patients had devices from the manufacturer and they only used devices from the manufacturer. There had only been 3 adverse events associated with sns.